Event description:
The customer reported that they have a child with special needs in the canopy who becomes agitated easily and tends to bite on things. The child was biting on the netting of the window and ripped it. They noticed it immediately and removed him from the canopy. There was no pt injury.

Manufacturer narrative:
The product has been requested to be returned but has not been received. MFR reference (B)(4).